Event description:
When rn went to trim the PICC [peripherally inserted central catheter] line with the standard green bard razor that comes in the kit used to trim the catheter, the razor did not trim the catheter after multiple attempts. The razor was blunted and a suture removal kit and sterile scissors was used to trim the catheter to the length needed.